Event description:
8 year old with autism having general anesthesia for full mouthy dental rehabilitation. Anesthesia circuit pressure checked prior to use. During inhalation induction of anesthesia with 8% sevoflurane and 70% nitrous oxide after oral midazolam premedication, the patient was slow to attain adequate depth of anesthesia and complained that it was hard to breathe through mask. The inspired sevoflurane concentration read 1.5 and the exhaled 0.6 despite 8% sevoflurane on dial and no disconnect. This was identical to a situation we had on (B)(6) 2022 reported (B)(6) 2022 to FDA and the anesthesia circuit was immediately changed which allowed a normal induction of anesthesia and attaining sevoflurane concentrations of 5-6%. On inspection of the mckesson coaxial pediatric circuit. There was a twist in the distal inner (inspiratory) limb causing a greater than 75% obstruction to airflow- identical to the case the day before (see picture attached). The patient did well with the procedure without complication but could have had significant respiratory or cardiorespiratory complications had the obstructed circuit not been quickly recognized. This event was reported to mckesson and the information disseminated throughout the entire blue cloud pediatric surgery center organization including lot number ending in t99 and plan to recognize defective circuits and utilize circuits of different lot, mif possible.. Please note that the FDA medwatch voluntary report fro 8/23/22 was incorrect. The circuit used in both cases was the mckesson pediatric coaxial circuit 16-c60p. The circuit on 8/23 was not the adult 16-c72 as originally described to FDA med watch.

Manufacturer narrative:
8 year old with autism having general anesthesia for full mouthy dental rehabilitation. Anesthesia circuit pressure checked prior to use. During inhalation induction of anesthesia with 8% sevoflurane and 70% nitrous oxide after oral midazolam premedication, the patient was slow to attain adequate depth of anesthesia and complained that it was hard to breathe through mask. The inspired sevoflurane concentration read 1.5 and the exhaled 0.6 despite 8% sevoflurane on dial and no disconnect. This was identical to a situation we had on (B)(6) 2022 reported (B)(6) 2022 to FDA and the anesthesia circuit was immediately changed which allowed a normal induction of anesthesia and attaining sevoflurane concentrations of 5-6% the distal end of the coaxial circuit had an obstruction in the internal (inspiratory) limb and when the outer limb was cut open, the internal limb was found to be twisted and greater than 75% occluded. This impacted the patient's pro-longing induction to anesthesia. Based on the reported information the criteria for reporting an adverse event have been met complaint confirmed with photos. Drawing specs for pns 20112 and 20113 reviewed. Tests performed: test 1(od and ID), test 2 (length), test 3 (incorrect assembly). All 3 tests passed. 3 full rotations demonstrated outside kink but could not recreate failure mode from customer complaint of inner tube kinking. All parts where component (inner tubing) part # 20112 is used placed on qa. Reviewed the complaint history of this part number, 16-c60p for the 24 months preceding the date of the complaint reporting. There were no complaints in that timeframe, there is no trending issue. The DHR was reviewed and no defects found. Performed inventory inspection and found no non-conformances. Root cause could not be determined. Resolution sent to the customer.

Manufacturer narrative:
8 year old with autism having general anesthesia for full mouthy dental rehabilitation. Anesthesia circuit pressure checked prior to use. During inhalation induction of anesthesia with 8% sevoflurane and 70% nitrous oxide after oral midazolam premedication, the patient was slow to attain adequate depth of anesthesia and complained that it was hard to breathe through mask. The inspired sevoflurane concentration read 1.5 and the exhaled 0.6 despite 8% sevoflurane on dial and no disconnect. This was identical to a situation we had on 8/24/2022 reported 8/24/2022 to FDA and the anesthesia circuit was immediately changed which allowed a normal induction of anesthesia and attaining sevoflurane concentrations of 5-6% the distal end of the coaxial circuit had an obstruction in the internal (inspiratory) limb and when the outer limb was cut open, the internal limb was found to be twisted and greater than 75% occluded. This impacted the patient's pro-longing induction to anesthesia. Based on the reported information the criteria for reporting an adverse event have been met.

Event description:
8 year old with autism having general anesthesia for full mouthy dental rehabilitation. Anesthesia circuit pressure checked prior to use. During inhalation induction of anesthesia with 8% sevoflurane and 70% nitrous oxide after oral midazolam premedication, the patient was slow to attain adequate depth of anesthesia and complained that it was hard to breathe through mask. The inspired sevoflurane concentration read 1.5 and the exhaled 0.6 despite 8% sevoflurane on dial and no disconnect. This was identical to a situation we had on 8/24/2022 reported 8/24/2022 to FDA and the anesthesia circuit was immediately changed which allowed a normal induction of anesthesia and attaining sevoflurane concentrations of 5-6%. On inspection of the mckesson coaxial pediatric circuit. There was a twist in the distal inner (inspiratory) limb causing a greater than 75% obstruction to airflow- identical to the case the day before (see picture attached). The patient did well with the procedure without complication but could have had significant respiratory or cardiorespiratory complications had the obstructed circuit not been quickly recognized. This event was reported to mckesson and the information disseminated throughout the entire blue cloud pediatric surgery center organization including lot number ending in t99 and plan to recognize defective circuits and utilize circuits of different lot, mif possible.. Please note that the FDA medwatch voluntary report fro 8/23/2022 was incorrect. The circuit used in both cases was the mckesson pediatric coaxial circuit 16-c60p. The circuit on 8/2023 was not the adult 16-c72 as originally described to FDA med watch.